Manufacturer narrative:
H10: philips requested further relevant information (like the upper and lower limit for the missing alarm configured in the monitor, the logs from the central station and the alarm review of the bedside monitor), but none was provided. No further contact was established by the customer regarding the reported device and issue. The exact cause for the reported issue remains unknown. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2020 the patient in bed c52501 had a heart rate of 157 beats per minute (bpm) with wide complexes, but no heart rate alarms were generated by the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.